Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced an allergic reaction and severe itching. The patient scratched the area, causing the insulin pump patch to detach. A new pod was immediately placed. The reporter stated the plaster caused a severe allergic reaction, which was exacerbated by the high temperatures. Therefore, it had to be replaced continuously over the past few weeks, even before the recommended wear time of 3 days had elapsed. The patient reported to have used otriven allergy, which is a nasal spray that contains corticosteroid (fluticasone) and is classified as a pharmacy only medication in germany.